Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an endovascular embolization, an EU 4.5x28mm stent 12 mm dw tip intracranial stent (enc452812, 8470646) became impeded in 1/3 section of the prowler select plus 150/5cm microcatheter (606s255x, 31295081) and could not advance any more. The physician retracted the stent and observed that the stent was released automatically. The stent body was separated prematurely from the delivery wire. The physician removed the stent and microcatheter (mc) from the patient and replaced it with a new stent and a new microcatheter to complete the procedure. The surgery was prolonged about 10 minutes. Additional event information received on 11-jul-2024 indicated that they were not able to torque the device. There was no evidence of physical material within the device. The mc did not kink or bend. Other unspecified device (s) was successfully used with the concomitant device prior to the encountered resistance. The 10 minute surgery prolongation was not clinically significant.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b3, b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during an endovascular embolization, an EU 4.5x28mm stent 12 mm dw tip intracranial stent (enc452812, 8470646) became impeded in 1/3 section of the prowler select plus 150/5cm microcatheter (606s255x, 31295081) and could not advance any more. The physician retracted the stent and observed that the stent was released automatically. The stent body was separated prematurely from the delivery wire. The physician removed the stent and microcatheter (mc) from the patient and replaced it with a new stent and a new microcatheter to complete the procedure. The surgery was prolonged about 10 minutes. Additional event information received on 11-jul-2024 indicated that they were not able to torque the device. There was no evidence of physical material within the device. The mc did not kink or bend. Other unspecified device (s) was successfully used with the concomitant device prior to the encountered resistance. The 10-minute surgery prolongation was not clinically significant. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the microcatheter was cut at 8.7 cm from the hub. The hub portion of the microcatheter was inspected under x-ray imaging and the distal tip and stent components of the concomitant enterprise system were found impeded in the microcatheter. A manufacturing record evaluation was performed for the finished device 31295081 number, and no non-conformances related to the malfunction were identified. The conditions in which the microcatheter was returned precluded functional testing; however, the issue reported regarding the microcatheter being occluded with the concomitant enterprise system was confirmed based on the findings mentioned above. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The cut condition of the microcatheter was not originally reported; the exact time of occurrence cannot be determined, therefore, this is not consider related to the issue reported. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that product failure is multifactorial. The instructions for use contain the following precaution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.